Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue had occurred during planned /non-emergency treatment procedure and the procedure was completed as planned by bypassed the ups. No harm to the patient has been reported to philips. The philips remote service engineer (rse) communicated with the customer and confirmed that the system gave an alert indicating that a power failure. Upon troubleshooting, the rse found that ups were defective. To resolve the issue, the customer bypasses the ups. After this, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported power failure due to ups didn¿t impact the patient and the procedure was completed as planned and there was no impact on procedure as well. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating that a power failure was detected. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.